Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the pump moved around and the issue was noticed in (B)(6) of 2017. The patient reported that they had a massive heart attack in (B)(6) of 2017 so they cannot be given an antiseptic to get the pump replaced. No further complications were anticipated/reported.